Event description:
The patient presented with acute coronary syndrome during the electrophysiological study and ablation procedure, evolving with sustained ventricular tachycardia, ventricular fibrillation, cardiogenic shock, cardiorespiratory arrest and expired.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported acute coronary syndrome, evolving with sustained ventricular tachycardia, ventricular fibrillation, cardiogenic shock, cardiorespiratory arrest, and subsequent patient death remains unknown.

Event description:
The patient presented with acute coronary syndrome during the electrophysiological study and ablation procedure, evolving with sustained ventricular tachycardia, ventricular fibrillation, cardiogenic shock, cardiorespiratory arrest and expired. No ablation was performed prior to the occurrence of acute coronary syndrome. There were no alleged device deficiencies or performance issues with any abbott device.